Event description:
It was reported that an alert triggered, for high impedance, 1024 ohms. A manufacturer technical consultant recommended evaluation for other possible issues and if none are found, increasing the impedance range and monthy monitoring was suggested. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.